Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients house was struck by lightning and the transmitters power plug exploded while connected to the wall. The plug exhibited -scorch- marks. The device would no longer be used and replaced.